Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 429 mg/dl. Customer also reported that today his blood glucose level was 300 and above 400 mg/dl. Customer's blood sugar 15 minutes ago was 125 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer felt nausea as a result of high blood glucose. The customer was treated for the high blood glucose with manual injections and bolus on the insulin pump. Customer assisted with high pressure test and test was passed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer was limited on time due to an upcoming appointment. Customer stated that she did want to troubleshooting, but she was going to had to call back. Customer declined a follow up call. Customer did want to explained that she changed everything out even the insulin and still continued to had high blood glucose. She stated that for meals and corrections she normally averages 15 units of insulin. During this event she was up to 50 units. The insulin pump was not returned for analysis.